Event description:
Spacelabs received a report that a patient monitor (model 93300) employing a nellcor oximax spo2 sensor fail to alarm when monitoring a patient and the patient died.

Event description:
Spacelabs received a report that a patient monitor (model 9330) employing a nellcor oximax spo2 sensor failed to alarm during patient monitoring, and that the patient died.

Manufacturer narrative:
The suspect device was quarantined by the hospital and we have been denied access to the monitor. Spacelabs has proposed that an independent laboratory (B)(4) be used for the testing and assessment of the device(s). We have submitted questions regarding the incident and subject device, but have not yet received a response. For these reasons, there is currently insufficient data to confirm the alarm failure or draw any conclusion. We will provide a supplemental report once the investigation is complete.

Manufacturer narrative:
The suspect device was quarantined by the hospital and spacelabs was denied access to the device. The hospital stated that it was unable to reproduce the failure mode. Spacelabs tested device configured in the same manner as the suspect device, but was unable to trigger a failure to alarm. The reported event could not be duplicated. It is spacelabs' policy to submit a medical device report whenever we become aware of the death of a patient connected to one of our devices. Spacelabs considers this issue closed. Device not available for evaluation.